Event description:
The defibrillation system was implanted on (B)(6) 2016. Reportedly, three episodes, recorded on (B)(6) 2020, respectively, showing noise oversensing, were labeled as vf. The ventricular sensitivity was programmed at 1 mv. The vf persistence was re-programmed from 6 to 20 cycles. Preliminary analysis revealed that the noise oversensing most probably resulted from electromagnetic interferences (emi) at 50 hz.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Hold for r.g. 1.20the defibrillation system was implanted on (B)(6) 2016. Reportedly, three episodes, recorded on (B)(6) 2020, (B)(6) 2020 and (B)(6) 2020 respectively, showing noise oversensing, were labeled as vf. The ventricular sensitivity was programmed at 1 mv. The vf persistence was re-programmed from 6 to 20 cycles. Preliminary analysis revealed that the noise oversensing most probably resulted from electromagnetic interferences (emi) at 50 hz.